Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that the stimulator was removed because it did not work for their symptoms. They kept adjusting it, but it still did not help. The patient went to see a healthcare professional (hcp) who said they could move the leads to help make it better, but it still did not help. They also thought the implant might be infected so they removed it but then they found no infection. The device had not helped their symptoms since implant. The patient currently has no implant and wanted a hcp listings for doctors that work with drug pumps. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received the patient on (B)(6) 2018. The patient stated that their implantable neurostimulator (ins) was removed. They do not know the current status. What happened to it once it was removed, they do not know. It was removed because it never did what it was supposed to do. It was revised once or twice but they could not fix the problem so they had it removed. They seem to think that the reason that it did not work properly was due too much scar tissue to break through. This was the only explanation the manufacture representatives (rep) could come up with. No further complications were reported/are anticipated.